Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the catheter was prepped and inserted into the body. When aspirating to insert octaray, air ingress was observed. The catheter was replaced. The troubleshooting steps included trying to take catheter out, and making sure that the catheter was straight, but air was still pulled out during aspiration. Straight dilator was used for introduction, non-boston scientific mapping catheter was inserted when air entrainment was noticed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.